Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. Pre-dilatation was performed resulting to a 30% residual stenosis. Following pre-dilatation, a 2.75 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported.